Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that the patient "went into pulmonary edema" on a trip where he flew to colorado. The patient is "pretty sensitive" to dosing changes. The patient's symptoms included "was pretty happy" and "felt like it was a bit too much". The pump was infusing fentanyl, baclofen, and clonidine.